Manufacturer narrative:
Additional information- b4: date of this report, g3: date received by manufacturer, h6: evaluation codes. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to ebi for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. The device is used for treatment. Ebi will continue to monitor trends.

Event description:
It was reported that the patient experienced back pain when treating with the spinalpak device. The pain was bad enough that the patient could barely walk. The patient stated that the pain goes away within three hours of stopping treatment. The patient spoke with their doctor who said the pain could be related to the weather because of the patient¿s arthritis. The patient reported that the pain level was a 10 when treating with the spinalpak device on the night of (B)(6) 2025. By the time the patient spoke with ebi customer service on (B)(6) 2025, the pain level had subsided to a 2. The patient reported that they had been using the device 24 hours per day for 7 days. No further information was provided.

Manufacturer narrative:
Section b3: as the date of the event is unknown, the event date is estimated as november of 2025. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient experienced back pain when treating with the spinalpak device. The pain was bad enough that the patient could barely walk. The patient stated that the pain goes away within three hours of stopping treatment. The patient spoke with their doctor who said the pain could be related to the weather because of the patient¿s arthritis. The patient reported that the pain level was a 10 when treating with the spinalpak device on the night of (B)(6) 2025. By the time the patient spoke with ebi customer service on (B)(6) 2025, the pain level had subsided to a 2. The patient reported that they had been using the device 24 hours per day for 7 days. No further information was provided.